Event description:
A customer reported that during a procedure, the power supply turned off and did not come back on. The case was completed using an alternate system. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and the system would not boot up. The company rep replaced the cpu (central processing unit) host assembly and power distribution pcb (printed circuit board) to resolve the issue. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced cpu host and power distribution pcb were returned for in-house evaluation. The root cause is unknown at this time. (B)(4).